Event description:
A consumer had experienced an infection while wearing focus night & day lenses. The treating physician was contacted who reported that the patient had been under treatment for a chronic corneal condition and does not feel that the lens was the issue. The patient was changed to focus night & day lenses to be worn as a bandage lens in 2002 due to the previous bandage lens no longer being available. The following month, a central infectious ulcer was diagnosed in the patient's left eye with visual acuity reported as light perception. Visual acuity prior to symptoms reported as approximately 20/80 os. Lens cultured positive for pseudomonas. Oral and ophthalmic antibiotics prescribed for several months. Patient is currently seen for observation only. No further information is known at this time.